Event description:
It was reported that this device has depleted from 65% to 12% battery after approximately ten months. Analysis indicated that the device is depleting prematurely. Replacement was recommended, however the device is still currently in service. No adverse events.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. Additionally, a higher than normal current drain was observed during testing. Testing confirmed a compromised capacitor caused the high current drain condition, which depleted this s-ICD's battery. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filled to include device explant information. No additional adverse events were reported.